Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned a 0x10 hazard alarm indicating the device reset due to sawcop expiration. The alarm caused the device to suspend insulin delivery resulting in the customer's original complaint. The device was reset and rerun and no abnormalities were observed with the rerun data, and no issues were found with the internal device components. A root cause for the alarm could not be determined. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl), while wearing the pod between 36 and 48 hours on the arm. Hyperglycemia treated by applying a new pod.